Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire potentially remains in the anchor and the damaged anchor remains in the joint.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire broke and anchor damaged probable root cause: design: inserter material/design too weak. Anchor/inserter assembly design cannot support insertion forces. Anchor raw material selection insufficient for insertion into bone. Process: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force impacting inserter. Extremely hard bone, no pilot hole drilled. Poor patient bone quality. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the pull wire potentially remains in the anchor and the damaged anchor remains in the joint.